Event description:
I received a false positive test result from a facility that was using the abbott ID now rapid covid-19 tests. I know this because of three reasons: less than 24 hours later I took a pcr test by (B)(6) with my family and all 4 of us tested negative; I was extremely careful with quarantining and was not exposed and I felt and still feel great (I know there are asymptomatic cases, but combined with 1 and 2, this is relevant). I know of one other person that received a false positive with this test, and his circumstances are nearly identical to mine. The abbott test has been criticized for false negatives but I suspect that there are also false positives. I spoke with one of the authors of the peer reviewed study done by a team at (B)(6) today and she confirmed that their study was more focused on false negatives. I agree false negatives present bigger public health risks but I'm concerned about false positives too. The first test was conducted by (B)(6) and results were given to me in about 15 minutes (rapid test). The second was conducted by (B)(6) and sent out to the (B)(6). I learned of the test result 5 days later. FDA safety report ID#: (B)(4).